Event description:
Reporter stated that pt capillary sample was tested, using the suspect device, with a result of 514 mg/dl. An additional venous sample was reportedly obtained, from the same patient, and when tested 13 minutes later, in the facility's lab, measured 113 mg/dl. Reporter noted that patient was not treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed, prior to the lab comparison, and the results fell within the acceptable range. Technical support requested the return of the suspect device; however, reporter indicated that she believes the discrepant results were due to operator error, and declined to return the device to the manufacturer.